Event description:
It was reported that the t:slim x2 pump battery would not charge, causing a pump shutdown and an inability to turn it back on. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin delivery.